Manufacturer narrative:
Based on the provided data, the investigation determined the issue was most likely caused by a damaged reagent. Damages may be caused by incorrect storage and/or shipment conditions. It was determined the issue was an isolated event, and no other reagent cassettes of this lot or other laboratories were affected. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable troponin t results for three patient samples from the cobas e601 analyzer serial number (B)(4). The results for one patient were questioned by a doctor, so the samples were repeated on cobas e601 analyzer serial number (B)(4). All results are in ng/ml. Patient sample 1 initial result was 0.038 with a data flag and was reported outside the laboratory. The repeat result from the other analyzer was 0.010. The repeat result from the original analyzer was 0.027 with a data flag. Patient sample 2 initial result was 0.037 and was reported outside the laboratory. The repeat result from the other analyzer was <0.01. Patient sample 3 was from a (B)(6) female patient. The initial result was 0.036 with a data flag and was reported outside the laboratory. The repeat result from the other analyzer was 0.010. The repeat results from cobas e601 analyzer serial number (B)(4) were considered to be correct. The patients were not adversely affected. The customer loaded a new reagent cassette onto the analyzer, recalibrated the assay and performed qc. The field service representative determined there was a problem with the reagent. He ran performance testing tests to confirm precision and accuracy, pipetting precision and accuracy, and no carry over. He noted the customer had calibrated with no failures and the customer had run and confirmed three levels of qc.